Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was at end of battery life. It was also mentioned the patient was experiencing pocket site pain due to weight loss. The patient underwent an ipg replacement procedure. The explanted device will not be returned per facility policy.